Event description:
It was reported that the transducer was not functioning at all when the button was pressed. The issue was found during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report 3011050570-2024-10407-00 and 3011050570-2024-10407-01.

Event description:
No additional information received from customer. Duplicate / invalid.